Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to malfunction alarm. Customer administered a manual injection to address bg level. Customer continued to use the pump for insulin therapy. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.